Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have had bent infusion set cannula issues and not adhering issues with multiple infusion sets, and they also mentioned during troubleshooting that they have experienced high blood glucose levels of 442mg/dl the morning of the call and a 343mg/dl during the time of the call. The customer treated with the insulin pump. The customer was assisted with bent cannula troubleshooting. The customer's preparation and insertion techniques were reviewed and they were also advised of possible remedies and recommended techniques for preparation and insertion. The customer was advised to change the infusion set at the end of troubleshooting. The customer declined troubleshooting for not adhering issues and there was no indication of troubleshooting for the high blood glucose readings. The infusion set will be returned for analysis. The insulin pump was not returned for analysis.